Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that during a revision procedure this right atrial (ra) lead was damaged. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.